Event description:
It was reported that post a coronary artery stenting treatment procedure, patient death occurred. The patient presented and coronary artery angiogram (cag) revealed ostial plus left main coronary artery (lmca) triple vessel disease. The patient was brought for emergency stenting. A 3.0x12mm liberte bare metal stent was deployed at the ostium of the lmca. Then the patient was brought to the intensive care unit where the patient expired. Resuscitative efforts included the insertion of an intra-aortic balloon pump. The cause of death was considered left main occlusion and cardiogenic shock. No autopsy was performed.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).